Manufacturer narrative:
No motor error alarm noted. Unit was unable to prime during prime test due to moisture damage on faulty force sensor. Unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. Motor was tested outside the device and passed. Cracked battery tube threads noted. Unit had cracked reservoir tube lip, minor scratched lcd window and missing end cap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during bolus and damage. Customer's blood glucose at time of incident was 270 mg/dl. The customer received motor error twice. Customer stated pump is also cracked near battery compartment.